Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd insyte¿ 24ga x 0.75in, it started leaking. No serious injury or medical intervention was reported.

Event description:
It was reported that during use of the bd insyte 24ga x 0.75in, it started leaking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. It was not possible to perform a device history record analysis, since the claimed batch is unknown. Due to the lack of enough data it was not possible to determine a root cause for this complaint.